Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the sponge detached and became lodge in the scope. They were unable to remove the sponge from the scope. The procedure was completed with another rx locking device and using a new scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the sponge detached and became lodge in the scope. They were unable to remove the sponge from the scope. The procedure was completed with another rx locking device and using a new scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.